Manufacturer narrative:
The patient¿s date of birth was reported as ¿around 70¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently passed away. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis and treatment details were not reported. On an unknown date, the patient died. It was not reported if the peritonitis was resolved prior to time of death. The cause of death was not reported nor was it reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death. No additional information is available.